Manufacturer narrative:
Device evaluated by MFR.: only the telescope and catheter was returned for evaluation. Inspection of the telescope assembly shows a kink from the femoral marker to the proximal end, multiple kinks were observed in the sheath assembly from femoral marker to the proximal end. No ic windup were found within the telescope section and the sheath section of the device. However, a broken drive shaft was encountered and the sheath was detached. No image appeared in the ilab system. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Dimensional inspection of the device were all noted to be within specification.

Event description:
It was reported that wire entanglement encountered. Atherectomy was being performed. Vascular access was obtained at the left groin. An opticross 18 imaging catheter was selected for use. As the device was going into the sheath, the sheath got kinked. It was noted that the image was lost due to kinking and the opticross catheter wrapped around another wire. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that wire entanglement encountered. Atherectomy was being performed. Vascular access was obtained at the left groin. An opticross 18 imaging catheter was selected for use. As the device was going into the sheath, the sheath got kinked. It was noted that the image was lost due to kinking and the opticross catheter wrapped around another wire. The procedure was completed with different device. No patient complications were reported.